Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported by the emergency room (ER) physician that the pediatric patient experienced damaged wire after removal on (B)(6) 2024. According to the complaint, the patient had two retained wires on either side of the abdomen. Please see related (B)(4)/(B)(4). At the time of the report, the patient was in the emergency room (ER) and had undergone x-ray and computed tomography (CT) scan and was about to undergo surgery to remove the wires. Attempts to contact the reporter/parent about the outcome of the event were not successful. There was no documentation of further medical evaluation or intervention. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). (B)(4).